Event description:
A healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient developed myopic astigmatism and blurred vision. Lens remains implanted. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
D2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry) claim# (B)(4).